Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, the stent delivery system (sds) could not be deflated following stent deployment. The sds had been inflated above "rbp", which is contrary to IFU. The sds was forcibly removed. Reportedly, the pt was not injured and the stent was sufficiently implanted.